Event description:
It was reported that the threaded axis threads were shredded and the support device was locked up. The surgeon tried so hard to get the compression wheel off of it that he broke one of the handles off. In addition, the inner steel jig would not compress and was extremely difficult to insert. Additional information was requested and on (B)(6) 2013, the following were received. On (B)(6) 2013, (B)(6) old male patient underwent an ankle fusion procedure. The device problem reported occurred during use of the jig/compression and removal of the jig. There was a surgical delay of 10 minutes. A back up set (pantainst, lot number panta-047) was available and everything was switched out. However, it was noted that the internal jigs with the compression device seem to stick more. Surgery was able to be completed. Patient outcome was reported as too soon to tell.

Manufacturer narrative:
The following device was also involved in the same surgery: product ID: pantainst, lot number panta-047. To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.